Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 178 mg/dl. Troubleshooting for air bubbles anomaly was performed. Customer advised the air bubbles were big and their were a full line of them. Customer was advised to gather all the bubbles into one large bubble and remove them. Customer declined to do that and instead changed out the reservoir. Customer was advised a replacement reservoir would be sent out.